Event description:
It was reported that the patient had the pump 1-2 years before the healthcare provider moved the pump. The patient started to feel uncomfortable may 2, 2000. The patient was short-wasted and the pump was pushing on rib bone and making it uncomfortable for the patient. Per the patient the healthcare provider stated it could be moved so the surgery finally occurred (B)(6) 2001. The patient had monthly pump refills and per the patient the pump was used to deliver morphine 18mg/month. On 7/27/15 additional information later received reported that the patient did not have a change in activity the patient was just short waisted and really bothered the patient the entire time. The patient just put up with it and then the healthcare provider offered to move it down into the fatty area. The patient has since lost 70 lbs.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l57745, implanted: (B)(6) 1999, product type: catheter. (B)(4).